Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing electromagnetic interference causing pacing inhibition for the patient. Additional information provided from the field indicated the sensitivity of the pacemaker was reprogrammed. The pacemaker remains in service and there were no adverse patient effects reported. The patient was not symptomatic to the oversensing.